Event description:
Perfusionist was attempting to attach their heater cooler water lines to the oxygenator connection points when the connection on the oxygenator broke.

Manufacturer narrative:
The product was not returned for evaluation. We will continue to monitor for this issue. (B)(4).